Event description:
Upon initial interrogation, the device's battery voltage displayed as 2.54v with a current of 166. The follow-up from one month prior showed a battery voltage of 2.78v and a current of 14. Attempting to re-interrogate the device with upgraded market-released software did not result in an improvement of the battery measurements. Due to the excessive current, it was recommended that the device be explanted.

Event description:
Upon initial interrogation, the device's battery voltage displayed as 2.54v with a current of 166. The follow-up from one month prior showed a battery voltage of 2.78v and a current of 14. Attempting to re-interrogate the device with upgraded market-released software did not result in an inprovement of the battery measurements. Due to the excessive current, it was recommended that the device be explanted.